Event description:
It was reported that there was an alert on the left ventricular (lv) lead due to chronic low impedance. The alert was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2009; 507 implantable pacing lead, (B)(6) 2009.